Event description:
It was reported the pt was experiencing ineffective stimulation. The pt indicated her pain was worsening despite multiple reprogramming efforts. The pt's physician also wanted her to undergo an MRI. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.